Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced a loss of connection. It was determined that loss of connection was related to the mobile application. Data was not evaluated as loss of connection within one hour is within specification. Confirmation of the allegation and a root cause were not determined. No additional event or patient information is available.